Event description:
A customer reported unspecified lower scan values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2021, as a result, the customer had a fall and had a loss of consciousness and was provided unspecified medical treatment by an hcp. No further information was reported as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.